Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during generator change out for normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted and active. Based on the review of the x-ray views provided to st. Jude medical, the conductors do not appear to be externalized.